Manufacturer narrative:
The device was returned to olympus for inspection. There aren't any additional reportable findings other than what is mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. "

Event description:
It was observed that during the device evaluation, the scope connector of the videoscope was damaged. There was no patient involvement.